Event description:
It was reported that prior to use of the device, it was discovered there was a hole in the package. The device being used was a flexima all purpose drainage catheter. The site reported that prior to use, when unpacking the device, there was a hole in the package when it was opened. It was "never used on a pt. This was during unpacking."